Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm. Customer's blood glucose was unknown. No additonal information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error or no delivery alarm noted and the motor passed the motor test. The insulin pump was passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was received missing the address serial label and the end cap sticker.